Manufacturer narrative:
The field service engineer (fse) replaced the fluid barrier and the tubing through valves lv13, lv14 and lv15 and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately five milliliters of fluid overflowed from the red blood cell (rbc) bath and onto the counter during shutdown cycle and system startup involving the coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned the fluid spill with paper towels and (B)(6). The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.